Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the distal part of the device including tip, balloon, stent, outer extrusion, inner lumen, midshaft & the distal part of the hypotube. Only the proximal part of the hypotube was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and a break at the point of a severe kink. The hypotube broke 218mm from the strain relief. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The distal part of the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25x16mm promus element¿ plus drug-eluting stent was advanced to treat a tortuous lesion. However, during implantation of the stent, the cable broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25x16mm promus element plus drug-eluting stent was advanced to treat a tortuous lesion. However, during implantation of the stent, the cable broke. No patient complications were reported and the patient's status was stable.